Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient states the pump is not delivering the correct amount of insulin because she has experienced numerous high and low blood glucose readings since she received this pump in (B)(6) 2012. No adverse events. A request was made for the return of the device.